Event description:
B2: pt is unable to use device as intended due to incomplete procedure performed in conjunctiion with implantation procedure for device. Pt was implanted with the vocare bladder system in 2000. One month later, pt was experiencing autonomic dysreflexia symptoms indicating an incomplete rhizotomy. It was later determined that the rhizotomy procedure that is normally performed in conjunction with the implantation of the device was incomplete. Pt will have to undergo add'l surgery in order to complete the rhizotomy procedure to ensure that the vocare bladder system can function as intended.